Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd nexiva 20ga 1.75in hf y leaked. The following information was provided by the initial reporter: "blood leaking from connection of hub and stabilization wings immediately after insertion."

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformance's associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.